Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 50-year-old female patient with multiple pre-existing comorbidities was transferred from a smaller hospital for a high-risk pci procedure in cardiogenic shock (scai stage d). Due to poor vascular status, the clinical team decided to implant an impella 5.5 for hemodynamic support. During support, issues with the purge cassette occurred but were resolved through cassette exchange. They tried to drain the purge to see if that worked and it did not so then tried another console and still no luck. Then just got a new cassette and that worked. Before the planned pci could be initiated, the patient developed malignant ventricular tachycardia. Advanced resuscitation measures (CPR) were performed; however, the patient did not recover and was pronounced deceased. Based on the available information, the fatal outcome is considered unlikely to be directly caused by the impella 5.5 device. Nevertheless, the event is being reported conservatively due to the patient¿s death. Engineering assessment by (B)(6). During impella 5.5 support, a purge cassette would not complete the de-airing procedure. After troubleshooting with an additional console, the purge cassette was exchanged for a new cassette.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6: omitted a1414 and added a24.